Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation under the back electrode. The patient reported that the irritation was red, scabby, and itchy. The patient consulted her physician who advised she take tylenol, which she did. Follow-up indicated that the rash improved.